Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year old african american female patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, via physical examination and MRI, with bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal and replacement with mentor saline implants on (B)(6) 2023. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 18, 2023, mentor received additional information indicating that the patient was also diagnosed with bilateral breast ptosis. The patient's implants were discarded and replaced with unspecified 350cc implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
On august 7, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 325cc mentor smooth round moderate profile catalog: 3501650 lot: 9807684 sn: (B)(6), and (right) 325cc mentor smooth round moderate profile catalog: 3501650 lot: 9717859 sn: (B)(6). On (B)(6) 2023, mentor received additional information indicating that the patient suffered possible trauma to their breasts prior to the ruptures.